Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
At the time the stent was launched, after the guide wire was removed, the stent did not deploy. It was necessary to pull with a clamping tool to help release the metal tip at the end of the gun. Impossible to pull the red valve, the stent release string is stuck - had to use pliers to remove the release string - stent placement. Could the sequence of events please be clarified? Cpre implanted a stent to enlarge the bile duct. Was it that the safety wire could not be removed once deployment was initiated, so they removed it with a pliers and then the stent couldn¿t deploy? Deployment stent easy but impossible to remove the safety wire. Was the safety wire removed before or after the point of no return had been reached? After. Was the product inspected for damage before use? No problem. Was the zip port facing upwards and slightly curved when backloading the wire guide? N/a. What endoscope type and channel size was used? Olympus. Did the patient exhibit difficult anatomy (n/a, tortuous, altered)? No, normal. What was the length and diameter of the stricture? No stricture - worsening of the choledochus. Was the stricture dilated before stent placement? N/a. Was an assessment carried out to determine to necessity for pre-dilation? No. Was resistance encountered when advancing the wire guide to the target location? No. If resistance was felt how did the physician deal with the resistance encountered? No. Was resistance encountered when advancing the delivery system to the target location? No. What was the position of the elevator during advancement? Open. What was the position of the elevator during attempted deployment? Open. Was the directional button pressed during use? No. Was the yellow marker kept in view during attempted deployment? Yes. Was a stent previously placed at the same or adjacent location? No, first stent. Were any other defects (other than the complaint issue) observed on the device prior to return? Unknown.